Manufacturer narrative:
Force system sensor alarm during the basic occlusion test due to protruded and loose drive support disk. Received with pump cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call that the insulin pump drive support cap is crumbling at the top of the unit and the ring is coming out. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done but drive support cap could not be corrected. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.